Manufacturer narrative:
UDI #: not available since product details are unknown. Mfg date: unknown since product details were not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. The reporter is not returning the handpiece. The report also said that the suspected product (handpiece) was sent out for service and was repaired by medical service repair. All pertinent information available to abbott medical optics has been submitted.

Event description:
Unexpected vacuum surge, while inside the eye. Vitrectomy performed without complication. Phaco handpiece that failed sent out for service. Repaired by medical service repair.